Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c1635127 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2019. Flexor was found to be kinked. It was not possible to deploy the stent using the handle. Flexor had to be cut and stent manually deployed. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1635127 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1635127; upon review of complaints this failure mode has not occurred previously with this lot #c1635127. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is evidence to suggest that the customer did not follow the instructions for use. From the information provided this morning ¿ the team did not inspect the product in the package. For the nurse, the stent was kicked . But be careful, the nurse is new and she is not sure of the answers. Image review: n/a. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. There may be several possible causes for the kink in the flexor, it may be as a result of handling removing the device from packaging or during preparation, it may be down to transport/storage or it may be due to patient anatomy. However, as the user informs us that they failed to check the device for damage prior to use, this failure to follow the instructions for use must be taken into account. It is possible that the kink may have been present prior to use, possibly due to handling of the device on removal from packaging which would be the primary failure and the failure to inspect the device would be secondary to this. If the device had been kinked prior to use, inspecting the device may have prevented the device being used in the patient, however, the kink would still be the primary failure mode and therefore risk will be complete on the kink. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Biliary prosthesis change for extrinsic hepatic stenosis (hepatic metastases). Impossible to drop the stent who doesn't release from the carrier catheter (blue). Resistance on the trigger that prevents the release of the stent. Device kept. "As per complaint form": biliary prosthesis change for extrinsic hepatic stenosis (hepatic metastases). Impossible to drop the stent who doesn't release from the carrier catheter (blue). Resistance on the trigger that prevents the release of the stent. Device kept.